Event description:
The pump was returned for investigation. Investigation revealed that the display was dim and discolored. Investigation also revealed that there was contamination under the contrast button contact. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 11/12/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/12/2014 with the following findings: during testing, the display was found to be dim and the display text was discolored. The keypad cover was found to be torn at the up arrow and down arrow symbols. All keypad buttons responded appropriately to button presses. The keypad cover was removed and contamination was found under the contrast button contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.